Event description:
Related to 1038671-2022-01031 (right knee revision). As reported, the patient had an initial bilateral knee replacement on (B)(6) 2015. The patient began experiencing pain and lack of mobility and the left knee was revised on (B)(6) 2022. No further information provided.

Manufacturer narrative:
Pending investigation. Concomitant medical products: patient had a bilateral knee revision, it is unclear which part is for which knee. 02-022-44-5013, 7188492 - truliant tib imp psc insert sz 5, 13mm; 02-022-44-5011, 7280394 - truliant tib imp psc insert sz 5, 11mm.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient had bilateral knee replacements, this suggests joint maladies. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Related to 1038671-2022-01031.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.